Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28726. It was reported that the patient presented in the emergency room due to fatigue and dizziness. Upon interrogation, both the right ventricular (rv) lead and the right atrial (ra) lead was over-sensing noise leading to pacing inhibition. Programming changes were made and the patient was in stable condition.

Event description:
Additional information indicated both the right ventricular (rv) and right atrial (ra) leads was explanted and replaced. The patient was stable through the procedure.

Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a partial lead was returned in four pieces. External insulation abrasion was noted at 7.0 ¿ 8.0 cm from distal tip consistent with friction to another device or feature of the patient anatomy. The cause of the reported event was due to exposure of outer coil at the abrasion zone.